Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after receiving vibratory patient notification alert. Premature battery depletion and battery performance alert was observed upon device interrogation. Device reached eri/eol. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that the premature battery depletion was caused by a lithium cluster-induced short circuit. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.